Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri. Customer complaint of premature discharge of battery was not confirmed.

Event description:
During an in clinic follow-up, the device was found to have reached the elective replacement indicator (eri) sooner than was previously anticipated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.